Event description:
The customer contact reported particulate. The pca side of the tubing set was being used to deliver an unspecified concentration of versed. The kvo side of the tubing set was connected to an unspecified tubing set and was being used to deliver an unspecified concentration of sodium chloride. It was reported that after approx 24 hours in use, a "bug" was noted in the kvo side of the tubing set between the luer lock female adapter and the backcheck valve. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers 690464w or 700384w is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).